Event description:
During the first part of the surgical procedure the permanent cautery hook instrument was arcing. The instrument was removed and replaced and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.